Manufacturer narrative:
No additional information was provided for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating the lyse pump in the coulter lh750 hematology analyzer was leaking. The customer was wearing personal protective equipment (ppe). No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.